Event description:
Customer's wife does not believe top button of the spirit insulin pump was functioning properly. No adverse event reported. A request was made for the return of the device.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.